Event description:
It was reported that the li61aor intraocular lens was inserted into the patient's right eye. The surgeon then decided intraoperatively to replace the lens with an anterior chamber lens. The reason for the lens exchange has not been provided. Sutures were used to close the incision. Additional information has been requested, but no additional information has been received by bausch and lomb to date. Please reference MDR# 1119279-2012-00079 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.